Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose (bg) over 400 mg/dl and below 30 mg/dl with no reported additional symptoms associated with an alleged loss of prime issue. Reportedly, the did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient attempted to correct their high bg level and in the morning it decreased to below 30 mg/dl and attempted to correct the low bg with food. Approximately 1.0 unit of insulin was infused into patient. During troubleshooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge and was not storing the cartridge at room temperature which potentially caused the loss of prime issue. It was also revealed that the loss of prime occurred 2 or more times. The user was educated on loss of prime warnings and cartridge use per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia due to use error.